Event description:
It was reported that the patient was referred for a generator replacement due to experiencing breakthrough seizures. The patient will be going from a m105 to m1000 for the autostim feature. The patient's vns settings were increased in (B)(6) 2025 after the report of the breakthrough seizures. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Implant card received indicating that the patient underwent a generator replacement. The explanted device was not made available for return.